Manufacturer narrative:
(B)(4). The evaluation is still in progress and will be provided in a follow up medwatch form.

Event description:
The customer reported that the unit has an internal arcing on the circuit board. After reaching out to the customer for additional information, it was reported that the unit has burn marks on it.

Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the reported issue. Visual inspection did not reveal any anomalies; but found the seal was broken. During the initial bench test, found the sprint pack power manager failed the batteries charging test. The unit failed to power up with the external connection to the ac power source, but passed the power up with the golden testing ltv connection to the batteries. Carefusion was unable to verify the internal arcing on the circuit board and that the reported burn marks.